Event description:
One hinge broke during procedure. The broken piece in pt was too small to be removed. There was no pt injury. The instrument will be returned for evaluation at the manufacturing site.